Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open coronary artery bypass graft surgery, the sutures were spitting.